Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced an infection in the body cavity. The infection was suspected to be in the peritoneal area. The patient reported that their bag was clear, but it quickly changed to being full of cloudy effluent. The same day, the patient experienced severe abdominal pain, nausea and vomiting. The same day, the patient was hospitalized for the reported event. On an unknown date, the treatment for the infection was broad spectrum antibiotic IV (dosage, route and frequency not reported). The soreness, severe abdominal pain, nausea, vomiting, and the peritoneal cloudy effluent were considered the manifestation of the infection in the body cavity. At the time of this report, the patient was recovering from the infection. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.